Manufacturer narrative:
The customer replaced the blower to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a "circuit occluded" alarm had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a "circuit occluded" alarm had occurred. The remote service engineer (rse) and customer performed a troubleshoot. The customer set the flow to 35 via the pneumatics screen. It was stated that the ventilator provided flow initially but then the blower began to make a loud noise then the flow stopped. The rse advised the customer to replace the blower. The rse provided the customer with the part number of the blower to order and replace. Device evaluation and repair are pending - investigation is ongoing.